Manufacturer narrative:
Internal report reference number: (B)(4) pen needles were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for the trueplus pen needles failing to align with compatible pen needle injector. Customer also reported the "needles twist on extremely hard" and "they do not release when trying to remove them from the pen." Per the customer the package was not opened or damaged when received. The customer has been using the product for 1-2 weeks. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.